Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14622. It was reported the patient experienced ineffective therapy after the patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention occurred wherein the leads were explanted to place a lamitrode. During the procedure, the neuromonitoring numbers dropped in the right leg and the procedure was aborted (related manufacturer reference number: 1627487-2022-03000). The system was fully explanted. Reportedly, patient is stable post procedure.